Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (60-70 mg/dl). Customer stated that their basal rate needs to be adjusted since changing the pump time for daylight savings. Customer brought bg levels back to target range with juice.